Manufacturer narrative:
A ge svc rep performed an onsite investigation. The hard drive was replaced and software was reloaded. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the sys would not boot up completely. No pt injury was reported.